Event description:
A customer generated a false positive total beta-hcg results on a pt sample and on control testing. Calibration failures and precision issues were also observed. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.